Event description:
Laceration, abrasion and bruising of my nose when wearing a new resmed airtouch f20 CPAP mask which had a foam liner with a different consistency than my previous resmed airtouch f20 masks that I've been using for a number of years.